Manufacturer narrative:
Exemption number: e2014012. Manufacturing site evaluation: samples received: there are no samples available. Analysis and results: as no batch number is available, the batch manufacturing record cannot be reviewed. Received any sample for analysis. Without any closed sample an analysis cannot be carried out in order to make a decision. Remarks: "when working with optilene® suture material, great care should be taken to avoid any crushing or crimping damage of the monofilament by instruments such as forceps or needle holders". Final conclusion: note of this incident is taken and if any sample is received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the thread is getting spliced very easily. All med watch submissions related to this report are: 3003639970-2017-00431, 3003639970-2017-00432, 3003639970-2017-00433.